Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched from the proximal to the distal end, which is consistent with the implant unwinding as described in the reported event. However, the implant was returned still attached to the pusher. The stretched condition of the implant coil is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the catheter). The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during a proximal splenic artery embolization, the physician deployed approximately 3/4 of the coil without issue. The physician reportedly manipulated the coil 2-3 times in order to get the best coil pack. Throughout this process the physician noted that the coil/pusher wire combo felt "spongy". After the last reposition attempt, the physician was unable to advance the coil in order to have it completely formed within the vessel. The physician repositioned the base catheter slightly with no success. The physician attempted to remove the coil completely via pusher wire and it was discovered that the primary wind of the coil had unwound and only the filament was attached to the pusher wire. It was reported that the coil was 1/4 stuck in the catheter with the filament visualized within the catheter attached to the coil. It was then attempted to deploy the coil via injecting saline and using both a glide wire back end and a bentson wire. This was unsuccessful as the filament was compacted and lodged in the catheter. A snare was introduced, and the coil was snared and removed without issue. Access was lost and the splenic artery spasmed, but the physician was able to regain access with a competitors microcatheter and competitor coils. The procedure was successfully completed. It was reported that the patient was stable throughout.